Manufacturer narrative:
(B)(4). Concomitant medical devices: gore® excluder® trunk-ipsilateral leg component rlt281218/(B)(4). (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent an endovascular aortic repair with gore excluder aaa endoprostheses as well as gore excluder iliac branch endoprostheses to treat an iliac aneurysm. Following successful completion of the iliac branch procedure, an rlt281218 trunk-ipsilateral leg component was positioned and deployed at the intended location. Final angiography imaging showed a proximal type 1 endoleak. Several ballooning attempts were unsuccessful and the endoleak persisted. As there did not appear to be enough seal zone between the renals and the endoprosthesis, the physician elected to place a stent between the lowest renal on the right and the rlt281218 to allow the deployment of an aortic extender component, preventing right renal coverage. After an initially unsuccessful attempt via the brachial artery due to the shortness of the catheter, the stent was placed taking a right femoral access approach. A pla280300 aortic extender component was placed adjacent to the renal stent and both devices were deployed. However, as the stent was pointing downwards against the pla280300 component, the latter did not fully deploy. Unsuccessful attempts were made to cannulate the renal stent from above to try and turn it upwards. The physician decided to balloon the aortic extender component and crush the renal stent, resulting in the patient losing his right kidney. During the final angiography run, the type 1a endoleak was still present.